Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event and to request the return of the device; olympus was informed that the device was reprocessed in a non-olympus aer using rapicide disinfectant solution. The facility removed the device from service after receiving the result of the culture. The facility will not return the device to olympus for evaluation at this time, as it has been reprocessed and returned to service. As part of our investigation, olympus dispatched an endoscopy support specialist (ess) to the facility to observe their reprocessing practices and to provide reprocessing training if necessary; however,the facility declined further on-site visits as an ess provided reprocessing in-service to the facility two days prior to the bacterial culture findings. During the on-site visit on 2/23/2016 the ess reported that the facility was not using the suctioning cleaning adapter during manual cleaning. The ess explained the function of the suction cleaning adapter to the facility staff. The facility is now in the process of incorporating the use of the cleaning adapter to their manual cleaning process.

Event description:
Olympus was informed that the device culture taken from the forceps elevator tested positive for staphylococcus (species unknown) after it was reprocessed in an automated endoscope reprocessor (aer). There was no patient infection associated with this report.